Manufacturer narrative:
The product identity could not be confirmed due to the product not being returned. A 3d scan of the patient's anatomy prior to revision was provided in the custom tmjpm design document. A review of the scans show the fossa and mandible components on both sides. The fossa components appear to be positioned at an unconventional angle on the temporal bone. Both joints appear to have bony overgrowth that is consistent with the ankylosis that was mentioned by the surgeon in the custom tmjpm design input form. These implants were removed and replaced in a revision; therefore the complaint is considered confirmed. However, the surgeon filled out and signed a custom tmjpm design input form where he states that the reason the custom tmj is needed is due to aberrant anatomy. There is no alleged malfunction of the implant. The most likely underlying cause of the complaint is due to the patient's anatomy.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the revision has not taken place yet, the products are currently implanted in the patient and therefore have not been returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Based on the statement, "a bilateral revision of stock temporomandibular joint (tmj) implants will take place because of the patient's 'aberrant anatomy,'" the most-likely cause for the revision is determined to be patient's anatomy. If additional information is obtained that adds value to the relevant content of this report (such as part and lot numbers of the implants being removed), a follow-up report will be sent.

Event description:
It was discovered through a request for a custom temporomandibular joint (tmj) implant, that a bilateral revision of stock (tmj) implants will take place to exchange them with custom tmj implants because of the patient's "aberrant anatomy." According to the design input form, the patient is edentulous (lacking teeth). The surgeon wishes to maintain the current mandibular position.

Manufacturer narrative:
The part information is still unknown and it is reported the hospital will not be returning the product to the manufacturer for evaluation.